Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for follow-up not feeling well, the right ventricular lead exhibited no capture due to dislodgement. The lead was re-positioned successfully. The patient would continue to be monitored. No additional information was available.